Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient medication information not on pyxis profile. The customer stated that this malfunction occurred when trying to remove medication from pyxis machines and it caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) connected to the server, then checked orders but could not find any issues with the orders. Then the tss monitored the issue for few weeks, further the customer confirmed no further issues with orders. The system functioned as intended when the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient medication information not on pyxis profile. The customer stated that this malfunction occurred when trying to remove medication from pyxis machines and it caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.